Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-15231. It was reported the pt was experiencing overstimulation in his legs as well as unintended stimulation in his stomach. The sjm rep met with the pt and diagnostic testing indicated invalid impedance readings. Reprogramming was able to provide partial coverage of the pt's pain pattern. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.